Manufacturer narrative:
Customer complained on (B)(4) 2021 center select button is stuck and insulin pump alarmed stuck button. Device passed self test and displacement test. Center select button and all other buttons functioned properly, however moisture damage was noted on keypad traces. Device successfully downloaded to thus. No stuck button error alarms noted during testing. No device alarmed stuck button in device downloaded history. Device passed the keypad voltage test. No damage was noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. P-cap/reservoir locks properly. Center select button functions properly, however moisture damage was noted on keypad traces. No stuck button error alarms noted during testing. No device alarmed stuck button in device downloaded history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Insulin pump center button was stuck. Insulin pump button not pressed for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.